Event description:
Related MFR report: 3006705815-2019-04811. It was reported one of the patient's scs system leads migrated. As a result, surgical intervention was taken and the patient's scs system was removed.